Event description:
It was reported that the minicap contained little to no iodine inside the cap. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact date is unknown; however the device was manufactured between 05/28/2013 and 05/29/2013. The actual device was not received; however four unused companion devices were received. Visual inspection and functional testing were performed with no issues noted. The pouches were tested and no leaks were found. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number gd894667 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.